Event description:
Provider was in the pt and tried to deploy the axios stent failed to deploy appropriately. It was removed from the pt and bagged in a biohazard bag and taken to materials management with a device malfunction form.